Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient presented with mitral annular calcification, nodule of calcium under posterior leaflet that was also thin and short. A ntw was attempted to be implanted. The first grasp did not provided sufficient mr reduction. Second grasp had good reduction but while assessing the placement, the posterior leaflet slipped out from capture. The clip was opened and brought back to the left atrium. The valve was inspected and a small perforation was noted on the posterior leaflet. Due to risk associated with attempting another placement, it was decided to abort the procedure and refer the patient to surgery. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported positioning failure associated with leaflet capture appears to be related to patient conditions (nodule of calcium under posterior leaflet and thin posterior leaflet). Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be due to procedural conditions associated with leaflet capture and patient conditions associated with thin posterior leaflet. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.